Event description:
The health care professional reported the entire system was explanted because the leads eroded through the skin. The hcp stated there was no patient death but there was patient injury. No further details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4); anchor model 3550-39, lot # n302345, implanted: (B)(6) 2011. The stimulator system has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Additional information. The patient was originally implanted with a stimulator and 1 lead to the left arm, then approximately 2 months later a second lead was placed to the patient's right arm. Per the reporter 3 months after the second lead was placed the system needed to be explanted due to lead erosion. The hcp stated the patient was petite as she was (B)(6). The patient's leads were not implanted deep enough and the patient was scheduled to have the leads revised and implanted deeper. However, prior to the revision the patient reported to the hcp's office with leads sticking out from her back, so the system was removed. The patient recovered without sequela from the system removal. The wound healed with no drainage noted at a follow up appointment on (B)(6) 2012. The patient was going to be re-implanted with a new system on (B)(6) 2012 because she had been getting good therapeutic response prior to the removal.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no significant anomalies. The stimulator was functionally okay, but there were some insignificant anomalies. Final analysis of the lead ((B)(4)) revealed no significant anomalies. The lead body was cut through and the lead was segmented. Final analysis of the lead ((B)(4)) revealed no significant anomalies. The lead body was cut through. Final analysis of the lead ((B)(4)) revealed no anomalies. Final analysis of the titan anchor revealed no anomalies. Final analysis of the silicone anchor revealed no anomalies. Final analysis of the silicone anchor revealed no anomalies.